Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the unit fails recertification. Upon triage, thermal damage was discovered on the pcb (printed circuit board).

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of ¿service technician finding of thermal damage found on the pcba¿. The unit was triaged and the reported condition was confirmed. Visual inspection found that component q28 was thermally damaged. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.